Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn. It was reported that in (B)(6) 2017, the patient had a bad fall, which resulted in a torn trapezius muscle and whiplash. After the fall, the patient started experiencing a shock wave that was like a lightning bolt going from their neck down to their chest like they were being electrocuted. Within 6 months of the fall and shocking, the ins died. It was noted the ins had lasted almost 10 years. The ins was replaced with a competitor's ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient was calling to see if anyone has contacted a manufacture representative (rep). Their clinic said they would page a rep. However, they have not heard back from the clinic or a rep. Patient services sent another email to a local rep. Additional information was received from the rep on (B)(6) 2019. The rep indicated that there isn¿t anything they can do it the ins is no longer their manufacturer but the rep would call. No further complications were reported/are anticipated.